Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer was in the 300 mg/dl range at the time of the call. The customer was given glucose, food, and intravenous fluids to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. The customer stated that their low was caused by not having a bedtime snack like they normally do. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.